Event description:
It was reported that the patient passed away on (B)(6) 2026. The patient was at an outpatient facility and was found unconscious and not breathing with flows around 0.7lpm. The patient was intubated and cardiopulmonary resuscitation (CPR) was started with emergency medical services (ems) at the facility and brought to the emergency room. Advanced cardiovascular life support (acls) protocol was performed upon arrival but ultimately the patient's heart was not moving, and time of death was called. The log files were submitted for review. The log files captured a drop in flow with a decrease in pulsatility index (pi) on (B)(6) 2026 at 13:02:14. The event log file started on (B)(6) 2026 at 12:48:35 and was mostly filled with low flow events. The maglev rotor noise and displacement for the pump were unremarkable, and the pump appeared to have operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6) 2026. Low flow hazard alarms were captured throughout the file, which were associated with elevated puisatility index values. An intentional pump stop was captured at 13:39:08, after which the pump resumed typical operation by 13:45:32. The observed events appeared consistent with the patient¿s expiration. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported events and product return; however, no further information was provided by the account. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist device. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6)2026. The patient was at an outpatient facility and was found unconscious and not breathing with flows around 0.7lpm. The patient was intubated and cardiopulmonary resuscitation (CPR) was started with emergency medical services (ems) at the facility and brought to the emergency room. Advanced cardiovascular life support (acls) protocol was performed upon arrival but ultimately the patient's heart was not moving, and time of death was called. The log files were submitted for review. The log files captured a drop in flow with a decrease in pulsatility index (pi) on (B)(6)2026 at 13:02:14. The event log file started on 01jun2026 at 12:48:35 and was mostly filled with low flow events. The maglev rotor noise and displacement for the pump were unremarkable, and the pump appeared to have operated as expected. It was later communicated on (B)(6)2026 that the patient was in ventricular tachycardia on arrival and went into pulseless electrical activity (pea) with no success of resuscitation. The death was not considered to be device related and it operated as expected.